Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, and displacement test. The unit had a motor error alarm during the occlusion test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed motor error during a bolus. The customer's blood glucose level was 210 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.